Manufacturer narrative:
The issues after an MRI questionnaire was reviewed for potential causes of the reported issue. Based on this review, migration, the patient experiencing a fall, being injured, or performing strenuous activities since the implant, and the patient having other implanted pins/screws/devices have been ruled out as potential causes. Additionally, the patient gave their ID card and the MRI information guide to the imaging department. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in issues after an MRI. Issues after an MRI rates remain acceptably low; thus, a CAPA is not required at this time. Issues after an MRI rates will continue to be tracked and trended.

Event description:
The patient reported a burning sensation in their arm where the stimulator is located following an MRI. The doctor instructed the patient to stop therapy until the next appointment to see if it calms the nerve down. At the follow up appointment, the patient denied any burning sensation and the doctor stated that it is ok to resume therapy. The patient restarted therapy, is currently receiving 80% pain relief, and the burning sensation is starting to subside.